Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient was transported by ambulance after blood glucose levels dropped to 79 mg/dl while wearing the pod between 24 and 36 hours. Patient also had a seizure due to the issue. At the hospital, the patient was treated with intravenous therapy and juice; he was released after 10-12 hours.